Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during the unspecified surgery, ¿one tip at the end of holder broke off inserter and was stuck to the implant. It was visible on x-ray so surgeon easily found and removed the piece. A different inserter was used for other implants later in case. No patient complications were reported.¿

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken, and the opposite inserter tang is bent; the broken piece is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a quasi-ductile fracture, with no indication of fatigue. The fracture initiation and direction of bend appear to be on the same side of the tangs. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation/distraction, resulting in a bend stress overload condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.